Event description:
In 2008, the patient reported that the plunger of her insulin cartridge became stuck to the piston rod of her infusion device, and a large amount of insulin spilled into the cartridge compartment. She was educated on the proper technique for removing the insulin cartridge from the infusion device. She was unable to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.